Event description:
Event description cpi received information that two myocardial leads were removed from service. An invasive procedure was performed to cap the leads due to 'false shocks and electrical noise'. The leads were replaced with a bipolar lead.